Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. Based on the device inspection results by olympus europa se & co. Kg, olympus medical systems corp. (Omsc) assumed that the reported event was caused by the defect of the cable. This defect may have been caused by unexpected stress due to user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The inspection of the device by (B)(4) also confirmed followings; the cable was broken. Interference stripes were displayed due to this defect. The adapter was deformed. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that interference stripes were displayed and the endoscopic image was not displayed. Before this event was found, the device had been sent to olympus by a customer. The customer reported that a field service engineer confirmed that the optics were not properly held and the adapter was bent. There was no report of patient injury associated with this event.